Event description:
Per pt's son - his mother allegedly, inadvertently hit the release button on the walker, unlocking the legs. The son alleges as his mother continued to walk, the walker began to fold up. The mother was found on the floor with the walker folded up. His mother sustained a broken hip. Co has since been notified that she has since passed away.